Event description:
It was reported that the rigid video scope had an alarm; e216. The issue occurred during a diagnostic examination. The procedure was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
(B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
E1 - facility name: (B)(6) university. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and due to a correction required. Updated fields: d8, g3, g6, h2, h3, h4, h6 and h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: the light guide bundle of insertion part is slightly broken, and the universal cable malfunctioned. A root cause could not be identified. Based on the results of the investigation, it is likely the error e216 occurred due to a component failure of the universal cable. A definitive root cause of the broken light guide bundle of insertion part and universal cable malfunction could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.